Manufacturer narrative:
The lot was manufactured between april 07, 2022 - april 12, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked prior to use. This occurred in the pharmacy. There was no patient involvement. No additional information is available.